Event description:
No updates.

Manufacturer narrative:
As of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Additional information / investigation results will be provided in a supplemental report, if received.

Event description:
It was reported that there was an issue with as enduro meniscal component. After opening up the incision, during a hinged knee revision, it appeared that the locking ring had come off, which caused the hinge to detach. The peek bushing was loose and disintegrated; the poly was also dislodged from the tibial baseplate. Upon examining the implant, the surgeon was able to keep the implant in place and replace the poly insert, bushing and locking ring. The extensor mechanism was recreated/replaced with allograft material. The surgeon cleaned up the black tissue and closed the patient. There was a comment noted that the blackened tissue was metallosis, but a tissue sample was not taken. . Additional information was not provided nor available. The adverse event is filed under xc reference (B)(4).